Event description:
Philips received a complaint on the v60 ventilator indicating that the device would turn on, but the display was so dim the screen could barely be seen. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the issue and that the touchscreen was functioning. The rse determined through speaking with the customer that they had a 1st generation liquid crystal display (lcd) and needed to upgrade it to a 2nd generation lcd. The rse provided the customer with the part information to order a replacement 2nd generation user interface (ui) assembly without navigation ring. This investigation is ongoing.